Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019 and (B)(6) 2020. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis symfony toric multifocal intraocular lens (model zxt150 +22.0 diopter) was explanted from patient¿s left eye because of patient experiencing myopia. At explant there was no incision enlargement, no vitrectomy and no sutures required. No patient injury reported. Reportedly the replacement lens was the same model, but lower diopter (+21.5). The patient is doing well post-exchange. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 2/28/2020. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye revealed that the lens was received cut in pieces (three), which is consistent with a lens that was handled during explant. Additionally, the lens was observed to be covered in fibers/particles, which can be attributed to receiving the lens wrapped in paper. Based on the condition of the return lens no product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.